Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. The same day as event onset the patient was hospitalized for peritonitis. Treatment was not reported. The patient was discharged 56 days after hospital admission. At the time of this report, action with dianeal therapy and patient outcome were not reported. No additional information is available.

Manufacturer narrative:
Additional information: upon follow up it was reported the patient was on unspecified antibiotics for three weeks. Should additional relevant information become available, a supplemental report will be submitted.